Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2014-0055/00057).

Event description:
It was reported that during a procedure being performed in (B)(6), the tulip head of the slp5540 5.5 mm x 40 mm s-lok polyaxial screw splayed following torque of the sl1000 cap screw. The polyaxial screw was removed and replaced. A delay of 45 minutes was incurred.